Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a stress urinary incontinence repair procedure. The patient weight was reported to be approximately 250 pounds. According to the complainant, during the procedure, after deploying the solyx device, the physician noticed that the delivery device needle had perforated the vaginal epithelium. The physician removed the entire solyx device from the patient so that the device could be repositioned. During the removal of the device from the patient, the mesh became frayed. The perforation was closed with an absorbable suture. The procedure was completed with another solyx sis system. There were no other patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".